Event description:
It was reported that prior to start, post-anesthesia of a da vinci-assisted prostatectomy surgical procedure, the system had a repeated non-recoverable fault 319. Before calling technical support, the customer had rebooted the system several times without success. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the error logs and found several instances of error 319 pointing to endoscope controller (ec). The tse had verified with customer that ec module has a blue light on the front. The tse guided to power the system off, exercise power switch on ec module, reconnect the orange fiber cable on ec and video processor (vp) modules without success. The tse guided to hard power cycle the whole vision side cart (vsc) without success. The patient was under anesthesia, but the procedure had not started yet. The procedure was completed with open surgery. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially powered on without errors. Ports were placed in the patient when the issue occurred. The surgeon was able to resolve the problem / to continue the procedure, but they did not proceed robotically but instead converted to open.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse investigated the endoscope controller (ec) but on investigation, the ec was only off due to the power cable being loose on the power strip. The fse reseated the cables and all tested okay. The ec did not require replacement. On system verification, the fse noticed that an ethernet cable had a broken clip and the port was loose, so the fse replaced the ethernet cable and the rj45 connector for the customer. The system was tested and verified as ready for use. The affected ethernet cable and the rj45 connector involved were field scrap items and were not returned to isi for further investigation.